Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining proximal portion of the essure device was then grasped and removed from the cornua then grasped and removed from the cornua') and pelvic pain ('pelvic pain/pain') in a female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included depression. Concurrent conditions included perineal pain. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), docusate sodium (colace), fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vulvovaginal rash ("rash in vaginal area/pelvic/vaginal rash"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal rash outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: appropriate placement was confirmed with 0 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. No acute abdominal findings; on (B)(6) 2018: bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. No acute abdominal findings. Ultrasound scan - on (B)(6) 2017: the myometrium is mildly heterogeneous but focal mass is observed. This appearance is unchanged. An essure device is observed in the left cornu. The right-sided essure device cannot be clearly visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vulvovaginal rash, depression. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Reporters information updated. Lot no. Added. Event verbatim updated:pelvic pain/pain. New events:injuries and complications attributed to essure abnormal bleeding (vaginal, menorrhagia),, psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: rash in vaginal area , the remaining proximal portion of the essure device was then grasped and removed from the cornua , she did not undergo any essure confirmation test. Were added. Event outcome were updated: depression ,pain .medical history, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining proximal portion of the essure device was then grasped and removed from the cornuathen grasped and removed from the cornua') in a 21-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included depression. Concurrent conditions included perineal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vulvovaginal rash ("rash in vaginal area /vaginal rash") and rash ("pelvic rash"). The patient was treated with surgery (laproscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, menstrual disorder, anxiety and rash outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and vulvovaginal rash had resolved and the depression was resolving. The reporter considered anxiety, depression, device breakage, menorrhagia, menstrual disorder, pelvic pain, rash, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: appropriate placement was confirmed with 0 trailing coils on the right and 4 trailing coils on the left. Received treatment for pain related events. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen .on (B)(6)2017: impression: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings; on (B)(6) 2018: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings.. Ultrasound scan. On (B)(6)2017: the myometrium is mildly heterogeneous but focal mass is observed. This appearance is unchanged. An essure device is observed in the left cornu. The right-sided essure device cannot be clearly visualized. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Outcome of events vaginal hemorrhage, menorrhagia and vulvovaginal rashwere updated to recovered. Rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining proximal portion of the essure device was then grasped and removed from the cornuathen grasped and removed from the cornua') in a 21-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included depression. Concurrent conditions included perineal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6)2011, the patient had essure inserted. In (B)(6)2017, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vulvovaginal rash ("rash in vaginal area /vaginal rash") and rash ("pelvic rash"). The patient was treated with surgery (laproscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, vulvovaginal rash and rash outcome was unknown and the pelvic pain and depression was resolving. The reporter considered anxiety, depression, device breakage, menorrhagia, menstrual disorder, pelvic pain, rash, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: appropriate placement was confirmed with 0 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2017: impression: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings; on (B)(6)2018: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings.. Ultrasound scan - on (B)(6)2017: the myometrium is mildly heterogeneous but focal mass is observed. This appearance is unchanged. An essure device is observed in the left cornu. The right-sided essure device cannot be clearly visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received : event "pelvic rash" added. Outcome of the event depression updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining proximal portion of the essure device was then grasped and removed from the cornuathen grasped and removed from the cornua') in a 21-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included depression. Concurrent conditions included perineal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6) 2011, the patient had essure inserted. In january 2017, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vulvovaginal rash ("rash in vaginal area /vaginal rash") and rash ("pelvic rash"). The patient was treated with surgery (laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, vulvovaginal rash and rash outcome was unknown and the pelvic pain and depression was resolving. The reporter considered anxiety, depression, device breakage, menorrhagia, menstrual disorder, pelvic pain, rash, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: appropriate placement was confirmed with 0 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings; on (B)(6) 2018: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings.. Ultrasound scan - on (B)(6) 2017: the myometrium is mildly heterogeneous but focal mass is observed. This appearance is unchanged. An essure device is observed in the left cornu. The right-sided essure device cannot be clearly visualized. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event "pelvic rash" added. Outcome of the event depression updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining proximal portion of the essure device was then grasped and removed from the cornuathen grasped and removed from the cornua') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included depression. Concurrent conditions included perineal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vulvovaginal rash ("rash in vaginal area/pelvic/vaginal rash"). The patient was treated with surgery (laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal rash outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: appropriate placement was confirmed with 0 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. No acute abdominal findings; on (B)(6) 2018: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. No acute abdominal findings.. Ultrasound scan - on (B)(6) 2017: the myometrium is mildly heterogeneous but focal mass is observed. This appearance is unchanged. An essure device is observed in the left cornu. The right-sided essure device cannot be clearly visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vulvovaginal rash, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining proximal portion of the essure device was then grasped and removed from the cornuathen grasped and removed from the cornua') in a 21-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included depression. Concurrent conditions included perineal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vulvovaginal rash ("rash in vaginal area /vaginal rash") and rash ("pelvic rash"). The patient was treated with surgery (laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, vulvovaginal rash and rash outcome was unknown and the pelvic pain and depression was resolving. The reporter considered anxiety, depression, device breakage, menorrhagia, menstrual disorder, pelvic pain, rash, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: appropriate placement was confirmed with 0 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings; on (B)(6) 2018: 1. Bilateral essure devices are visualized at the expected location of the fallopian tubes. Hysterosalpingogram would be necessary to confirm function. 2. No acute abdominal findings. Ultrasound scan - on (B)(6) 2017: the myometrium is mildly heterogeneous but focal mass is observed. This appearance is unchanged. An essure device is observed in the left cornu. The right-sided essure device cannot be clearly visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.